Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the surgeon tried to pass the needle through the incision in the uterus after a fibroid was removed and the needle broke. The surgeon removed the suture and the needle out of the port, but the broken piece of needle dropped into the fat layer of the patient. An x-ray was used to confirm the location of the broken piece of needle and the needle fragment was removed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual needle shows a fracture near the middle of the needle and a bent up needle. According the visual inspection under a light-microscope, several heavy marks of instrument were found especially at the broken area and further instrument marks over the whole needle which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the fracture and the strong reshaping indicates that the material was overstressed during use (first bent up and then breakage). A representative sample was returned for evaluation. It was visually and functionally examined for strength and ductility and it met the requirements.